Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output occurred on the g5 mobile application. The patient stated they experienced a hypoglycemic event in which the ambulance was called and took care of them. The patient stated that the urgent low alarm did not sound on the g5 mobile application at the time of event; however, while the patient was being cared for by the ambulance, the dexcom system started giving urgent low alarms. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported event of intermittent audio alerts on the g5 mobile application. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on (B)(4) 2018. The patient stated he was feeling hypoglycemic and told his wife to call the ambulance. They indicated that the emergency doctor came to their house and provided the patient with a glucose drip via intravenous (IV) therapy. The doctor then took a blood glucose reading and the meter displayed 30 mg/dl in which the dexcom started giving the urgent low alarm again.